Event description:
A nurse working the second shift in ER was summoned to the acute care unit to start an i.v. As she began to insert the angiocath needle, the plastic-like material began to push or pleat backward along the needle shaft. She immediately removed the device. No harm noted to the pt.